Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. A review of the site's system logs for the reported procedure date was conducted, and the investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. A review of the provided images was performed by an intuitive surgical, inc. (Isi) clinical development engineer. The following additional information was provided: it was confirmed the object in the provided images is a monopolar curved scissor tip cover accessory.

Event description:
It was reported that after a da vinci-assisted endometriosis with bilateral ureterolysis procedure, tubal dye study, hysteroscopy and cystoscopy procedure, there were no intraoperative complications and the procedure was completed. However, post-procedure, the patient experienced multiple health issues including pelvic pain, vaginal infections, and bleeding, some of which necessitated readmission to the hospital. While these issues were eventually resolved, the underlying cause remained unclear. Eight months later, during a gynecology appointment, a foreign object was discovered and removed from the patient's cervix. It is believed that this object was inadvertently left behind during the robotic procedure. The cause of the retained foreign object remains unknown. On 04-feb-2025, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: retained foreign object (rubber sheath- tip cover accessory from end of cauterizing shears) discovered following robotic gynecological surgery.